Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump overinfused during infusion of total parenteral nutrition (tpn). The pump finished infusing the bag with 2 hours and 40 minutes left of the expected delivery time. The volume to be infused was 1632 ml at 69.9 ml/hr. There were 187 ml left to be infused and the total amount of tpn given was 1445 ml when the bag ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional flow accuracy testing was performed, and the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.